Event description:
It was reported by that during a lap gastric bypass procedure, the doctor said that the device locked out from the beginning. Opened up another device and it worked fine. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the clamp arm detached. The detached piece was returned. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing.